Manufacturer narrative:
The device ro 15 047 has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected leading to accuracy issue. A 5 minutes delay in the surgery has been reported.

Manufacturer narrative:
The initial reporter address was reported wrongly in "initial reporter name and address". Changed to: (B)(6).